Event description:
The event occurred in the USA. It was reported the rotaflow console shutdown during patient transfer. No more information provided. More information requested but still pending. No harm to any person has been reported. Due to the reported shut down a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in the USA. It was reported the rotaflow console shutdown during patient transfer. The low battery alarm went off during transport. The battery could not hold capacity. No harm to any person has been reported. Due to the reported shut down a report is required. The rotaflow console with s/n (B)(6) was serviced by a getinge field service technician and was able to confirm the reported failure. The batterypack ni-cd 24v 132wh (rfc) (article number 7010171888) has been replaced. After the replacement the device is working as intended. Based on these investigation results the reported failure could be confirmed. The failure mode can be linked to the following most probable root causes according to the rotaflow risk management file: - pump stop intervention after technical error (e.g. Pump runaway, error head). - defect batteries. - user forgot recharge. The review of the non-conformities was performed on 2024-08-21 and during the period of 2013-10-24 to 2024-08-19 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2013-10-24. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4. Check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1. Before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. Chapter 2.2.4 general precautionary measures during use. If the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions. There is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).